Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During leak testing, a leak was observed around the seal of the medication port to the remainder of the bag port. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container empty leaked from around the seal of the medication port. There was no patient involvement. No additional information was available.